Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's left ventricular (lv) lead exhibited low out of range pacing impedance measurements less than 200 ohms resulting in the device emitting beeping tones. Boston scientific technical services (ts) discussed how to turn off beeping tones. No adverse patient effects were reported. This product remains implanted and in service.